Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced mental confusion, high powers, low pi's and trouble maintaining programmed speed of 9200. The pump stopped and the hosp plans to explant the pump.